Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella cp experienced an intermittent placement signal. The motor current was monitored and the patient was in critical condition.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 57-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During the case in the cath lab, the placement signal intermittently went out and came back. Occasionally, when the signal went out, a controller error alarm occurred. The clinical team spoke to csc twice about the case and was advised that the most likely issue was with the sensor and not to switch consoles. After a few minutes, the placement signal would return, and this happened numerous times. Motor current remained good on p9 with flows around 3.6¿3.7¿l/min despite the alarms. The team was advised to monitor motor current and flows. Subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage e.

Manufacturer narrative:
B1/b2 selection was updated to death and date of death was added. B5 clinical narrative was added. D4 primary UDI number was added as it was omitted from the initial report that was submitted. H1 selection was revised. H6 health effect - impact code f26 was removed and death was reported.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Due to a lack of data logs or product returned, the cause of the placement signal issue cannot be established.

Manufacturer narrative:
B5 narrative was updated.

Event description:
Additional information was received after approximately 3 hours in the ICU, the placement signal returned and remained stable for the remainder of support.